Event description:
It was reported that insulin squirted during the manual prime, and the motor made a whining sound before the insulin shot out. It was stated that the customer was worried that the insulin pump was not delivering the correct amount of insulin. Troubleshooting was performed, and no damage to the drive support cap was noted. Only low reservoir and low battery alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during basic occlusion test due to cracked and cap. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and excessive no delivery tests due to prime/fill anomaly. Unit had scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.